Manufacturer narrative:
Article citation: tina xia, ian p conner, evan lagouros, david rooney, leonard seibold, julia huecker, arsham sheybani; intraoperative mmc concentrations and surgical outcomes in xen gel implantation for glaucoma. Invest. Ophthalmol. Vis. Sci. 2021;62(8):3395. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided to conduct follow up.

Event description:
Reported events of "needling," "transient hypotony," "choroidal effusion," "bleb leak," "hyphema," use of antiglaucoma medications, and secondary surgery performed were noted in the article: "intraoperative mmc concentrations and surgical outcomes in xen gel implantation for glaucoma." Invest. Ophthalmol. Vis. Sci. 2021;62(8):3395.